Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; the output connector assembly was broken.

Event description:
It was reported that the ventricular clip on the external pulse generator (epg) was broken. The epg has been returned to service. No patient complications have been reported as a result of this event.